Event description:
It was reported to philips that a plastic screw fell from the ceiling suspension, and the column cover detached on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled screws and confirmed no structural abnormality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).